Manufacturer narrative:
This report is filed (B)(4) 2012.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient developed an open area around the implant site exposing the device, leading to the decision to explant the device. The device was explanted (B)(6), 2012. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(4), 2012.